Manufacturer narrative:
Product analysis: the protégé everflex long stent delivery system, (sds), was received within a red plastic biohazard pouch tied shut and loosely coiled within a plastic biohazard pouch with zipper closure. No ancillary devices nor procedural images were received for analysis. The protégé everflex sds was received in two segments. The distal segment made up of the retainer, gold colored braided tip tube, and distal tip. The proximal segment made up of the deployment paddles, stainless steel hypotube, manifold, printed strain relief, catheter outer sheath, and inner guidewire nylon spline. The distal segment braided tip tube exhibited a kink approximately 12.5cm from the distal tip of the sds distal tip, and a kink just distal of the retainer at 21.1cm from the distal tip. The kinks most likely happened during the snaring to remove the inner distal assembly from the patient. The retainer bond exhibits tensile tearing. The proximal segment exhibits a kink approximately 97.5cm from the distal end of the outer sheath of the sds. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protege everflex with a non-medtronic 6fr sheath and 0.014 spider fx embolic protection device during treatment of a 175mm calcified lesion in the patient¿s proximal left superficial femoral artery (sfa) of reported diameter 6mm. Lesion exhibited 75% stenosis. Moderate vessel calcification is reported. No damage was noted to the product packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation was performed with an inpact admiral drug coated balloon. The device was not passed through a previously deployed stent. No resistance was encountered during advancement of the device. It is reported after deploying the stent and during an attempt to remove the delivery system it broke apart. A snare was used to remove the device from the patient. The procedure was described as being successful with no adverse event reported for the patient.